Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An ophthalmic assistant reported "1+" inferior diffuse lamellar keratitis (dlk) at one day post lasik procedure. Reporter indicated topical steroid eye drops were increased. Patient returned two days later with "2+" dlk and a flap lift and rinse was performed, patient was placed on a topical antibiotic and discontinued the steroid. Reporter relayed upon follow up visit the dlk was improving.

Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up, reporter indicated dlk has now resolved.

Manufacturer narrative:
Log file review shows all laser system functions were within specifications for the respective treatment however, all treatments were performed with lower energy settings than it is recommended by company. No technical root cause was identified as the device was found to be within specifications. The root cause cannot be determined conclusively (B)(4).